Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. The patient received a reading of 364 mg/dl on the cgm display device. 10 minutes later, upon returning home, the patient dosed 8 units of humalog. Sometime later, the cgm was 380 and the bg was 120 mg/dl and the patient calibrated the sensor. The patient then fell asleep. While sleeping, he lost consciousness due to hypoglycemia. There were no cgm alerts or alarms at that time. The patient reported the reading was normal but could not recall the value. The patient's girlfriend called emergency medical service. The patient was given glucagon and recovered after treatment. The cgm reading was not documented at that time. The bg at that time was 40 mg/dl. The patient declined admission to the hospital. There was no documentation of further medical intervention. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code - f1005 overdose.